Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate gauge was inaccurate. Additionally, it was reported that a minimum fill estimate notification was received after filling the cartridge with 200 units. Customer's blood glucose level ranged between 150-230 mg/dl. Reportedly, the customer reloaded the cartridge and successfully resumed insulin delivery.